Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The insulin pump was received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads,cracks on the reservoir tube lip, scratches on the reservoir tube window.. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.